Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) with concentration 2000 mcg/ml at a dose rate of 500 mcg/day via an implantable pump for unknown indications for use. It was reported that a new pump was implanted and a critical error was detected while connecting to the pump with the clinician programmer. The pump was in shelf state. The service code 99 and 100 were displayed regarding the pump having been stopped for 1092 hours and 15 minutes. Programming was initiated they waited of one hour to verify the start of the pump without success. Technical services was contacted and when verifying this in the logs, it could be confirmed that the pump motor has stopped prior to activation/first interrogation. It was being considered that possibly during shipment the pump may have been exposed to a strong magnetic field or extreme temperatures; however, there was no definitive way to determine the exact cause. Because there was no definitive way of knowing the cause, and the pump motor had stopped for over 1000 minutes, the pump was explanted and replaced with an another new one. The issue was resolved. The patient was without injury regarding their status as of 2022-dec-01. The patient's gender, medical history, age, and weight at thetime of the event was unknown or would not be made available. The pump was to be r eturned to the manufacturer for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump was alarming and showed it was stalled. The motor stall occurred event was asserted, and the pump was found to have successfully and accurately delivered fluid during testing, despite the motor stall event. The pump hybrid with battery still attached was sent for further analysis. No solder extrusions or defective components were noted. No abnormal current was observed. All digital tests passed. No hybrid anomalies were identified. The cause of the motor stall error was not determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.